Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe did not have a label on it before use, making it difficult to tell if it was the same product matching the label on the box. The following information was provided by the initial reporter, translated from (B)(6) to english: we received a box with an attached label. With this box there are no data from the supplier on the component itself. "The product inside the box does not have an individual label so we cannot say if this is the right product."

Event description:
It was reported that the bd luer-lok¿ syringe did not have a label on it before use, making it difficult to tell if it was the same product matching the label on the box. The following information was provided by the initial reporter, translated from dutch to english: we received a box with an attached label. With this box there are no data from the supplier on the component itself. "The product inside the box does not have an individual label so we cannot say if this is the right product."

Manufacturer narrative:
H.6. Investigation: four photos were received and evaluated. One photo displayed a 1,500count label from batch 9172781 (p/n 309648). It appeared the label had been cut out from another box and taped onto the box in the photo over top of the "bulk non-sterile" print. One photo displayed a bag containing an unknown amount of 1ml syringes. Two photos displayed a single loose 1ml at two different orientations. It was observed the non-sterile part number on the label was consistent with the syringes based on the blue tint. Additional information and photos were requested to further understand the over labeling with no response received. Bd has a strict no over labeling policy and the label position observed was incorrect. The correct position is the bottom right hand corner not over the print on the top of the box. To answer the question does the consent match the attached label with 100% certainty, the product number on the label was consistent with the syringes shown in the photos as the blue tint indicates they were not sterilized. However, the batch number could not be confirmed as the label was not applied per procedure and originated from another box. Potential root cause for the over labeling defect is undetermined. The defect could not be confirmed to originate from the manufacturing site. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.